Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during event history log review and product evaluation. This condition was caused by air in line printed circuit board (pcb) being disconnected from pump head module printed circuit board (pcb). The air in line pcb was reconnected with pump head module pcb to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.